Event description:
It was reported that the user¿s dexcom g7 glucose readings were present on the mobile app but not on the ilet, indicating an initial pairing failure between the cgm and the ilet. Symptoms included no adverse physiological effects, and blood glucose remained unaffected. Outcomes included successful restoration of cgm-to-ilet connectivity after guided troubleshooting, including verification of the pairing code and device toggling. Investigation included remote troubleshooting and user-performed corrective steps. Investigation of this case revealed that the issue was resolved through standard pairing procedures, consistent with a transient communication or setup issue rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connectivity interference resolved through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.